Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The system was installed in 2009 and the failure occurred after 10 years of operation. The log file analysis indicates that there was a hardware error on the printed wiring board (d115). Upon investigation the service engineer replaced the d115. After it was replaced the system recovered. After hardware replacement there were no further issues and the system works as intended. The occurrence rate is below the defined threshold and no corrective action is necessary.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure the user reported that no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.